Event description:
It was reported that the video system center flickered and then went black for a few seconds, displaying error message e226. This issue occurred during a laparoscopic inguinal hernia therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.